Event description:
Patient had severe pvd (peripheral vascular disease). Hydrophilic glidewire was used for access and negotiation of stenotic right iliac. The needle was removed, the sheath placed, then the glidewire was removed. As staff wiped the wire, it was noted that a 1.5 cm area on one side of the wire was missing. The physician was informed at that time. The piece was not found in the needle and was not noted on the table or tray. Post sheath removal, the patient did have some upper inner thigh pain and morphine sulfate was given. Dorsalis pedis and posterior tibial pulses remained unchanged. Leg color and temperature were unchanged. The patient stated the pain was lessened by rotating to side during the transport. Patient was informed of the event by the physician.